Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation with an mr grade of 3. The steerable guide catheter (sgc) and clip delivery system (cds) were advanced to the left atrium (la). When adding plus to the sgc, it was noted that the septum enlarged which caused a lack of height. The clip suddenly moved into the left ventricle. The clip was able to be implanted, reducing the mr to <1. After the devices were removed, shunting was noted. A closure device was used for treatment of the atrial septal defect (asd). Five hours after the procedure accumulation of fluid was observed in the patients right foot and vein thrombosis was observed. Heparin was given and the thrombus was successfully aspirated. It is the physicians opinion the patient had a previous vein stenosis in the right leg and due to manual compression of the vein for hemostasis, low blood flow caused thrombus at the stenosis in the right leg. The vein thrombosis is not related to the mitraclip system. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural conditions. It should be noted that the reported patient effect of atrial septal defect/asd (atrial perforation), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.